Event description:
Allegedly, pt had revision due to overhang of the proximal tibial bone.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the user facility. Trends will be evaluated. This report will be updated when the investigation is complete.